Manufacturer narrative:
The insulin pump was received with blank display due to a bad connection at lcd board and mother board connectors. The device was received with cracked battery tube threads, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 127 mg/dl. The customer states the display was blank less than 30 seconds and the battery cap is not damaged or corroded. He was instructed to remove the battery, wait 5 seconds and insert a new battery; he stated the display did not return. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer returned the product for analysis.